Manufacturer narrative:
In addition to the finding in b5, the device evaluation also found the following: switch box had a scratch. Due to the wear of the angle wire, the bending angle in the right direction did not meet the standard value. Light guide lens had a chip. There was metal particle around forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, duodenovideoscope , to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that some brown stains were found at the light guide lens adhesive and at the objective lens adhesive. This report is being submitted for the event found during the evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.